Event description:
Drive medical, our distributor in the united states, has received a product/vendor quality report from one of their customers that alleged that the pt's husband states while the pt was getting out of the bed she fell resulting in serious injury to her foot. The pt was allegedly transported to hospital and received surgery the same day.

Manufacturer narrative:
Shanghai shunlong physical therapy equipment co., ltd. (Shunlong) has received an evaluation report from drive medical on the alleged product. Their findings are summarized as follows: the bed is found with multiple mechanical deformations and cosmetic damages after pt used, but its functionality and safety have not been adversely affected. It's unlikely for a pt to be injured by getting off the bed. The bed rail on the bed was not manufactured by shunlong. In addition, the mattress that was used at the time of incident was not returned to drive medical for evaluation. Therefore their contributions to the adverse event cannot be concluded by shunlong at this time.